Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Customer states he has had nothing but trouble with the 12volt car charger. Customer states the unit will not work in the car or any car. Further conversation with the end user: she states the charger gets too hot to touch. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tp0100b serial number/date code unknown. The owner's manual part number 1156872, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.